Event description:
It was reported that there was a device related thrombus. On (B)(6) 2020 a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully and the closure device was implanted in the patient. There were no complications that were reported to have occurred during the initial procedure. The patient came in for their 45 day follow up transesophageal echocardiogram (tee) procedure. There were no issues noted and the patient was transitioned to dapt. In (B)(6) 2020 the patient came in for a tee pre-cardioversion and it was noted on the imaging that there was a device related thrombus. There was also a thrombus noted in the right pulmonary artery. The patient was placed on IV heparin and was transitioned to an oac until the thrombus are resolved. There were no patient complications as a result and the case is ongoing.